Event description:
It was reported by repair work order that the left outer base tube assemblies are damaged along with three caster horns. This could effect stability of this unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Recomended that this unit be scrapped due to potential structural damage.